Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller stated the patient's ins is depleted and symptoms have returned. Caller said when the ins is functional the therapy works well. Caller is able to replace ins himself. Caller noted the ins moves around and is tilted but he can fix the next ins not to move. No further complications were reported.